Event description:
It was reported that two pts sustained corneal edema after selective laser trabeculoplasty (slt) treatment with a selecta ii laser.

Manufacturer narrative:
An eval of the subject device by a lumenis technical specialist found that the device operated within specification, and there were no related device malfunctions. Reasonable attempts were made to contact the user facility, however, no additional info was provided. Should additional info be reported, a follow up MDR will be filed.